Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is wearing thin and is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4): on examination, the keypad was torn at the up arrow keypad button. On testing, the up arrow, down arrow and ok keypad buttons were responsive. The contrast keypad button was intermittently unresponsive when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keys.